Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by patient described as home patient did not wear a mask while performing pd therapy. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. During a call with baxter customer services, the following was reported by the patient's wife. On an unknown date the home patient experienced peritonitis and was recovering from the event. During follow up with the pd nurse (pdn) additional information was received. On an unreported date, the patient made a mistake of touch contamination (details not provided) which caused the peritonitis. The patient experienced the peritonitis two weeks prior to the initial report. The patient was not hospitalized for the peritonitis. Treatment for the peritonitis was not reported. Pd therapy with dianeal pd4 ambuflex, low calcium, intraperitoneally (ip), was ongoing. The pdn reported the patient had recovered from the peritonitis event (date unspecified). On an unreported date, the patient was retrained in proper aseptic procedures for pd therapy.